Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve within a native aortic with at least moderate calcified leaflets, was implanted at approximately 3 millimeters (mm) in depth confirmed on the non-coronary cusp (ncc) and left coronary cusp (lcc). However, the valve dislodged slightly at 8-10mm into the aortic valve sinuses reducing annulus sealing optimization all three cusps optimally. Moderate paravalvular leak (pvl) was present. The guidewire was pulled back into the nose cone to release wire tension and the nose cone centralized. The pigtail was also removed/cleared prior to final valve deployment. Following final deployment and while the delivery catheter system (dcs) was removed, the catheter nose cone appeared to have no appreciable nose cone interaction according to the fluoroscopy. The initial valve was snared and stabilized within the ascending aorta and a second transcatheter valve was successfully deployed without issue. No additional adverse patient effects were reported.

Manufacturer narrative:
Conclusion: the valve remains in the patient. No procedural images were provided to medtronic for review. Potential factors that can influence a dislodged valve include tension applied on the delivery catheter system (dcs) during positioning, calcification levels in the native vessel, compliance of the aorta and native vessels, and a number of others, but a root cause could not be established from the information available. Dislodge events are typically not related to a device malfunction. This event does not allege a device malfunction occurred. It was reported that the valve dislodged 8-10 millimeter (mm) into the aortic sinuses reducing the annulus sealing, with moderate paravalvular leak (pvl) present. Paravalvular leak can be caused by a variety of factors, including valve positioning, patient anatomy, or presence of pre-existing patient conditions, and a conclusive cause could not be determined from the limited information available. However, based on the event description, it sounds like the dislodgment of the valve most likely played a role in the pvl occurring. The valve was snared and stabilized, though use of a snare to reposition the valve after deployment is complete is not recommended per the instructions for use (IFU). After the valve was snared, a second valve was then deployed successfully which reduced the pvl to mild. Review of the device history review (DHR) for this device found it was built to specification and met all inspection and acceptance criteria. No issues were noted that would have impacted this event. This event does not indicate device misuse or malfunction. H6-updated eval method, eval result and eval conclusion codes medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.